Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was foreign material inside the outer box. When the outer box of the product was opened, a fragment of rubber gloves were found. There was no problem with the product itself. Some items like fragments of rubber gloves have been left behind. The procedure was completed without patient's consequence. Foreign material inside of packaging is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was foreign material inside the outer box. Device evaluation details: according to pictures provided by the customer, a piece of a glove was observed with the pouch, this condition is related to the customer complaint. The physical device had also been returned and analyzed. The foreign material was analyzed along with the manufacturing team, and it was determined that the issue reported by the customer is manufacturing related; it could have happened during the packaging process. Awareness session was performed with the involved associates. A manufacturing record evaluation was performed for the finished device number 30726716l and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).